Event description:
The customer reported that the sys displayed a generator error message. A reboot was attempted then a charger failed error message appeared. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the batteries. The sys operates as intended.